Event description:
It was reported that the tip of the instrument was bent/broken during use. No patient complications were reported.

Manufacturer narrative:
(B)(4). The inferior shaft is cracked and bent to one side at the centerline of the jaw pivot pin, consistent with bend stress overloading. The location, direction, and amount of force required in order induce fracture of the shaft consistent with bend stress overloading resulting in the foregoing event. A review of the device history records did not identify any applicable nonconformance to specification.